Event description:
It was reported that the rubber on the wheels was coming off and possibly caused reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.